Manufacturer narrative:
Product has been returned, however the investigation is not complete at this time.

Event description:
It was reported by the facility that "during the procedure, the distal shaft broke off outside of the body. The balloon was removed with no complication." The case was completed with another device. Patient status was reported as 'okay.'